Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device/ migration') and pelvic inflammatory disease ('other injury(ies) or complication please describe: pelvic inflammatory disease') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not under go essure confirmation test". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("lower back pain/ back pain"), abdominal pain lower ("lower abdomen pain"), dyspareunia ("dyspareunia (painful sexual intercourse)/ dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)/ "dysmenorrhea" (cramping)"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia/ menorrhagia (heavy menstrual bleeding)"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), arthralgia ("joints pain"), mood swings ("hormonal changes describe: mood swings"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti/ uti"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type:yeast"), migraine ("migraines"), depression ("psychological or psychiatric problems condition: depression/ psychological injury"), anxiety ("psychological or psychiatric problems condition:anxiety/ psychological injury"), cystitis ("bladder infection") and headache ("headaches"). The patient was treated with surgery (removal of coils only). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, pelvic inflammatory disease, pelvic pain, abdominal pain, back pain, abdominal pain lower, dyspareunia, dysmenorrhoea, vaginal haemorrhage, menorrhagia, abdominal distension, arthralgia, mood swings, urinary tract infection, vulvovaginal mycotic infection, migraine, depression, anxiety, cystitis and headache outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, mood swings, pelvic inflammatory disease, pelvic pain, urinary tract infection, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: discrepancy noted: date of insertion (B)(6) 2011. Plaintiff received treatment for pelvic pain, abdominal pain,"dysmenorrhea" (cramping), dyspareunia (painful sexual intercourse), back pain, menorrhagia (heavy menstrual bleeding), psychological injury, bladder infection, uti, migraine and headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received: events pelvic pain, abdominal pain, bladder infection and headaches were added. Essure implant and explant date were updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') and pelvic inflammatory disease ('other injury(ies) or complication please describe: pelvic inflammatory disease') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not under go essure confirmation test". In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), abdominal pain lower ("lower abdomen pain"), arthralgia ("joints pain"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), mood swings ("hormonal changes describe: mood swings"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), vulvovaginal mycotic infection ("infection (bladder/ urinarytract/vaginal) type: yeast"), migraine ("migraines / headaches"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). The patient was treated with surgery (removal of coils only). Essure was removed in 2012. At the time of the report, the device dislocation, pelvic inflammatory disease, back pain, abdominal pain lower, arthralgia, vaginal haemorrhage, menorrhagia, mood swings, urinary tract infection, vulvovaginal mycotic infection, migraine, depression, anxiety, dysmenorrhoea, dyspareunia and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, arthralgia, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, migraine, mood swings, pelvic inflammatory disease, urinary tract infection, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: discrepancy noted: date of insertion (B)(6) 2011 and (B)(6) 2011. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: case becomes incident. Injury nos replace with new events: abnormal bleeding (vaginal, menorrhagia), mood swings, infection: uti, yeast, migraines / headaches, migration of essure device, depression / anxiety, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), bloating, lower abdomen pain, lower back pain, joints pain, pelvic inflammatory disease, patient did not under go essure confirmation test were added. Plaintiff's demographics were added. Reporters added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.